Event description:
A user facility reported that a pt experienced hearing problems after an mr exam. The pt received medical treatment. The scan sequence used was 3dspgr with a total scan duration of 18 mins. It was reported that the pt did not have hearing protection during the exam.

Manufacturer narrative:
According to the facility, the pt did not have hearing protection. The system is designed to comply with iec and osha standards for acoustic limits. The system's operator manual provides the user info regarding the system's acoustic levels as well as instruction of using adequate hearing protection.